Event description:
Customer alleged 2 sets of discrepant blood glucose values: 152 mg/dl, 175 mg/dl, 147 mg/dl, 154 mg/dl, & 301 mg/dl; and 2. 246 mg/dl, 130 mg/dl, & 93 mg/dl back to back on the advantage system. The customer reported having no symptoms, and took no treatment or actions. No adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.